Event description:
It was reported that the insulin pump had a rewind anomaly. The blood glucose reading was 65 mg/dl, for which troubleshooting was declined. The customer stated that went to set up the reservoir but then the device would not go to the rewind screen. The customer noted that she never received an alarm. She stated that she did not feel confident using the insulin pump and requested a replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the motor was very noisy during the rewind due to a faulty motor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.